Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): bleeding and anemia are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's past medical history and related comordities, the progression of the patient's underlying condition and issues with the management of therapeutic anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that a patient was admitted to hospital on (B)(6) 2015 with anemia in the setting of a supratherapeutic international normalized ratio (inr). At the time of the event, the patient was noted to be on chronic anticoagulation. The patient is also reported to have had odynophagia during this admission. Details regarding any other patient symptoms, the results of any other diagnostic testing or of any treatments provided were not reported. The patient was discharged home on (B)(6) 2015.